Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor 3mh00mgp7wh has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed on plug assembly. Blood contamination was observed on pcba (printed circuit board assembly) triangle. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests during the investigation indicates that the blood contamination did not impact the sensor¿s ability to generate an accurate glucose reading. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. The caller reported received an unspecified high sensor reading when compared capillary test performed on a competitor meter. The customer experienced loss of consciousness and or seizure, dizziness and sweating and no third-party treatment was reported. No further treatment information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with use of the adc device. The caller reported received an unspecified high sensor reading when compared capillary test performed on a competitor meter. The customer experienced loss of consciousness and or seizure, dizziness and sweating and no third-party treatment was reported. No further treatment information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.